Event description:
A patient reported got a result of 300 mg/dl at bedtime, took insulin. Woke up at 3am with reaction and result of 37mg/dl. Their meter allegedly had missing segments. A meter malfunction. The result on their meter was 37mg/dl took a second test 32 mg/dl. The time difference between patient's meter and no comparison. Treatment was food and juice.